Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-02610 and 1627487-2013-02611. The pt has two scs systems (cervical and thoracic). It was reported the pt experienced a heating sensation and possible burn at ther cervical ipg site during charging. She also reported a persistent pain at the cervical ipg site that was not related to stimulation for charging. She stated the site discomfort had occurred since approximately (B)(4) 2012. Replacement charging systems were sent to the pt. It is undetermined which of the pt's charger was involved with the pocket heating complaint; therefore, both of the pt's chargers are being reported (device 2 and device 3).

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.